Event description:
New information received notes the patient was asymptomatic, programming changes were completed, the patient was stable.

Event description:
It was reported that as asymptomatic patient presented remotely via merlin.net. Upon review of remote transmission it was noted that the implantable cardioverter defibrillator (ICD) exhibited post paced t-wave oversensing. No resolution was performed. There were no patient consequences.

Event description:
New information received notes a re-occurrence of post paced t wave oversensing. Programming changes were recommended. There were no reported patient consequences.